Event description:
Event occurred in the united states of america. Discrepant low with tni triage cardiac lot t15332 vs vitros sample type: wblood date of event: (B)(6) 2025. Patient # 2 medical interventions: bullous of heparin and nitro medical procedures completed: EKG patient's medical history: ex-smoker, asthma, previous heart attack patient treatment and outcome: heparin and transferred to another facility patient hospitalized patient's symptoms: chest pain that worsens discharge diagnosis: n-stemi treatment not based on the triage cardiac result no adverse events based on the triage cardiac results. No delay in treatment based on the triage cardiac results.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t15332rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.